Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. This batch passed the routine outgoing catheter pull test. Based on the returned photo, the catheter tubing appeared shorter, which was most probably caused by the catheter broke. Current control there is an outgoing inspection and 2-hourly in-process inspection in place to check for catheter damage. There is also a daily outgoing functional test in place to check for catheter pull force. As no actual sample was returned for evaluation, actual root cause could not be determined.

Event description:
Material#: 386862, batch#: unknown. It was reported by customer that I wanted to reach out to the committee and share this. A nurse removed the IV from a patient and it was broken. The piece left behind was unable to be obtained. It was found that the IV was inserted by ems and they obtained the IV supplies from (B)(6). I am worried that this could happen again. This is just another issues that we have with these IV's. I was also told that this happened a second time in another part of the hospital. Just wanted to bring this forward to the committee and see if this is happening elsewhere or to be on the lookout for it to potentially happen. Verbatim: I wanted to reach out to the committee and share this. A nurse removed the IV from a patient and it was broken. The piece left behind was unable to be obtained. It was found that the IV was inserted by ems and they obtained the IV supplies from fairview. I am worried that this could happen again. This is just another issues that we have with these IV's. I was also told that this happened a second time in another part of the hospital. Just wanted to bring this forward to the committee and see if this is happening elsewhere or to be on the lookout for it to potentially happen.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc broke separated the following information was provided by the initial reporter: it was reported by customer that I wanted to reach out to the committee and share this. A nurse removed the IV from a patient and it was broken. The piece left behind was unable to be obtained. It was found that the IV was inserted by ems and they obtained the IV supplies from fairview. I am worried that this could happen again. This is just another issues that we have with these IV's. I was also told that this happened a second time in another part of the hospital. Just wanted to bring this forward to the committee and see if this is happening elsewhere or to be on the lookout for it to potentially happen. Verbatim: I wanted to reach out to the committee and share this. A nurse removed the IV from a patient and it was broken. The piece left behind was unable to be obtained. It was found that the IV was inserted by ems and they obtained the IV supplies from fairview. I am worried that this could happen again. This is just another issues that we have with these IV's. I was also told that this happened a second time in another part of the hospital. Just wanted to bring this forward to the committee and see if this is happening elsewhere or to be on the lookout for it to potentially happen.